Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set, medical device type: fpa. Medical device expiration date: unknown, device manufacture date: unknown. FDA device problem code(s): (B)(4), FDA patient problem code(s): (B)(4). Investigation summary: bd received 1 sample and 2 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for sleeve fall off with the incident lot was observed. Additionally, the customer sample was evaluated by visual examination and the indicated failure mode for sleeve fall off with the incident lot was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
Hold for marlo 8.6 it was reported the bd vacutainer® ultratouch¿ push button blood collection set had a missing sleeve falls off after use. The following information was provided by the initial reporter: the customer stated:"the sleeve was separated from the np-neele of pbbcs." This event description was translated from (B)(6) to english.